Event description:
New information notes lead dislodgement and impedance anomaly.

Event description:
It was reported that during a follow up, upon interrogation, increased pacing threshold was observed. The attempted lead repositioning was unsuccessful. The lead was replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.